Event description:
Talonavicular joint fusion with 34mm cannulated long screw placed in 2006. Non-weight bearing until four mos later. Weight bearing caused screw to break and bone fusion was gone. Joint unstable, bone stimulator initiated. Possible sx with fusion with bone graft. Screw broken at shaft and threads - where they meet. Fragments embedded in bone, unable to remove. Non-weight bearing again. Severe nerve pain & poor pain due to instability of joint. Disability; unable to work.